Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided . E1: first name unknown / not provided.

Event description:
It was reported that doctor confirmed he finished the procedure with another healing abutment. Hc455 did not fit with the implant¿s thread, implant itself seemed okay and was not removed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie complaint number: (B)(4). Zimvie received one (1) hc455, (heal collar 4.5x5.5, 5mm) for evaluation. Zimvie did not receive one (1) unknown zimmer implant. Visual evaluation and a functional test was performed, there was signs of use with some discoloration to the threads. The healing collar engaged and disengaged with an in-house implant. This complaint refers to the hc455. DHR review was completed for the subject lot number 2022020019. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022020019 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : fit : does not seat¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review as per (B)(4), the most likely root cause determined from the investigation was missing or confusing instructions for use or the torque applied during placement/seating exceeds recommended value. Therefore, based on the available information, a device malfunction did not occur. The abutment engaged and disengaged with an in-house implant. The reported event was not confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: g6: checked "follow-up." H3: changed "no" to "yes."